Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 5/2007, inratio: 2.4, lab: 40.0( next day). Date: three days later, inratio: 1.7, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end - user at time complaint was filed: date: 5/2007, inratio: 2.4, lab: 40.0( next day), mean: 21.2. Confidence limits unable to be determined. Date: six days later, inratio: 1.7, lab: 1.4, mean: 1.6 confidence limits: 1.2 - 2.3. For the data set six days earlier, per internal procedure, a valid reading is performed within 3 hours of each other. These readings were performed a day apart. However, since the pt was complaining of severe abdominal pain, and the nurse sent him to the hospital where the pt had massive internal bleeding. This qualifies as an adverse event. Therefore, further testing is required at this time. For the data set of six days later, per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.